Event description:
It was reported that one day after intubation, an air leak was confirmed and the patient was recannulated without any reported harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).